Event description:
Alarm condition resulting in delay of vasopressor therapy reported. The patient had been riding a bike and was struck by a car, resulting in chest trauma. The staff had administered fluid replacement, but the patient required dopamine additionally. The dopamine drip was a 1600mg in 500cc concentration and was to be titrated to effect. Eight minutes after the start of the drip, the pump alarmed "distal occlusion". The nurse changed the line to another IV site and received the same alarms. She then changed the tubing and again received the alarms. The nurse then changed the pump, which resolved the problem. The patient's systolic bp had been 84, which dropped to 48 with the delay in therapy. When the dopamine was restarted after the change of the pump, the pressure returned to 84 systolic. The patient was transferred to ICU with that pressure. The patient expired the next day. The customer states that "the pump didn't cause the patient death, but it didn't help the situation"